Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate high as compared to a lab test. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that she manages her diabetes with the insulin pump. On (B)(6) 2011 at 2:11 pm, the patient reported blood glucose results of "67mg/dl" with a lifescan meter and "37mg/dl" on a laboratory device, performed within 10 minutes or less of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Immediately after, the patient stated that she took more food/drink in response to the alleged product issue. Approximately twenty minutes after the reported issue began, the patient claimed to have developed symptoms of "not being able to think clearly" and shortly after, was given food/drink by her doctor in response to the symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the control solution test result fell within the acceptable range. Replacement products have been sent to the patient. Although product analysis (pa) testing came back indicating that the meter passed with no faults found, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k073231.